Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 12mmx2.5mm target lesion was located in the moderately tortuous and severely calcified left circumflex artery (lcx). A 2.50x12mm promus element ¿ drug eluting stent was advanced to treat the lesion. However, during procedure, it was noted that the stent delivery shaft was fractured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. There were several stent struts that were lifted and bent back distally. The bumper tip was damaged. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. There was also a hypotube break 205mm from the strain relief. A visual and tactile examination found no issues with the shaft extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 12mmx2.5mm target lesion was located in the moderately tortuous and severely calcified left circumflex artery (lcx). A 2.50x12mm promus element drug eluting stent was advanced to treat the lesion. However, during procedure, it was noted that the stent delivery shaft was fractured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.